Event description:
It was reported that a smiths medical pump failed volume accuracy during acceptance test. No patient involvement.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was in good condition. A review of the event history log (ehl) was not applicable. During the functional testing it was determined that the readings were out of the manufacturing specifications. The root cause of the issue was unable to be determined. The pump was recalibrated and performed an accuracy test which passed.